Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-dependent patient's ventricular lead exhibited high and out-of-range impedance. The impedance had been trending upward since (B)(6) 2018. The patient was asymptomatic.